Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The buttons were unresponsive, and the device displayed only a black circle, time, and battery icon. The customer stated that the missed bolus alarm occurred after the buttons were not responding. Advised the customer to let the insulin pump rests. Instructed customer to discontinue use of the insulin pump and revert to back up plan of manual injections. No further info was provided.